Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
The pt went to CT without a chest x-ray within 2 hours of PICC placement and the scout film is not good quality so the tip of the PICC is not visible there. However, the CT confirms that the PICC tip is in the coronary sinus. It was retracted 7 cms to now reside at the brachiocephalic. No harm was done to the pt. "Several members of radiology have agreed that the PICC tip was residing in the coronary sinus at the time of power injection."